Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens. The lens was explanted due to excessive vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Pt age: unk. Pt weight: unk. Event date: unk. Add'l info: expiration date - unk. Implant date: unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted to address excessive vaulting. No reported postoperative sequelae. The implantation of a new icl was planned for a different surgery date. Additional information has been requested but not received yet despite multiple attempts. It is well known, and supported by literature, that excessive vaulting is usually associated with oversized lens (too big for an eye). No reported postoperative sequelae. Dfu instructs physicians how to choose a proper lens under " visian icl length determination: during the u.s. Multi-center clinical study, sizing of the visian icl myopic lenses (12.1 to 13.7mm) was determined by the horizontal white-to-white and the anterior chamber depth (acd) measurements." Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).